Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, the right master tool manipulator (mtmr) on the console could not finish the homing process. The caller had restarted the system many times including the breaker on the console, but the issue remained. The technical support engineer (tse) could not see the error logs. The tse explained that this issue had been formally addressed by a field service engineer (fse), but seemed to persist. There was no report of patient involvement.